Event description:
Tub opens at one end for accessibility to chair on track in the tub. Employee was removing resident from tub. Resident was sitting on chair. Chair was located on track/runners on either side of tube sides. Chair glides on runners to move resident into tub and move resident forward in tub to exit. There is a hook on safety belt device which is to be hooked to back of chair so chair does not glide on runners to front of tub when door is open. Employee indicated she had placed open hook over chair to hold chair in place. Employee opened the door of the tub to remove resident. The hook did not hold or was not connected to chair. The chair slid on runners to exit door. Resident and chair slid off runners. Resident fell forward with chair.